Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two perclose proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices after a diagnostic procedure. Reportedly, cuff misses occurred with all three proglide devices. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. Additionally, device analysis revealed the posterior foot was separated and not returned. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.